Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens of diopter -7.50/1.5/091 into the patients right eye (od) on (B)(6) 2023. Low vault with rotation was observed. On (B)(6) 2023 the lens was exchanged with a longer length lens and problem was resolved.

Manufacturer narrative:
Claim# (B)(4).